Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead had been exhibiting noise for some time, multiple episodes of auto mode switch and noise reversion were also noted. The physician suspected a lead fracture. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.